Manufacturer narrative:
Submit date: 13-apr-2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer has reported that there is a leak at the junction of the spike and tubing. Issue was discovered with three spike sets during priming.

Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was release accomplishing all quality standards. Upon a visual evaluation of the sample, the defect was confirmed; leaking was found between the purple connector and the tube. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process enhancement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer has reported that there is a leak at the junction of the spike and tubing during priming.